Manufacturer narrative:
Trackwise # (B)(4)the device was returned to the factory on 11jun2021. An investigation was conducted on 11jun2021. A visual inspection was conducted. There were signs of clinical use on the jaws. The heater wire was observed to be slightly flexed away from the hot jaw, due to clinical use. The silicone insulation on the both jaws was observed to be intact. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the dissection process was completed, the harvester attempted to use the hemopro 2 to ligate branches. However, when the toggle was pulled, the device would not activate. A new power cord and generator were attached but the device still would not activate. Therefore, a new hemopro 2 kit was opened. This device worked as expected and the case was finished with no further issues. No injury occurred due to the defect.